Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report.(B)(4).

Event description:
A customer from the (B)(6) filed a complaint alleging that discrepant hpv results were generated for one patient specimen in three separate runs when using the cobas 4800 hpv test with three different kit lots (r15771, r16114, s01192). The customer was using the previously tested (B)(6) hpv patient specimen as an external negative control and some of the targets tested (B)(6) in the three runs. MDR 2243471-2013-00040 is being filed for the results generated with cobas hpv test lot r15771.MDR 2243471-2013-00041 is being filed for the results generated with cobas hpv test lot r16114.MDR 2243471-2013-00042 is being filed for the results generated with cobas hpv test lot s01192.

Manufacturer narrative:
Date of report: (B)(6) 2014. Date received by manufacturer 3/7/2014. Follow up report 1. Additional information / device evaluation. Device evaluated by manufacturer - yes. Result - device performed according to specifications. Conclusion - no failure detected and product within specification. The complaint alleged discrepant hpv results were generated for one patient specimen when using the cobas 4800 hpv test. The customer was using the previously tested (B)(6) hpv patient specimen as an external (B)(6) control and it tested hpv (B)(6) on a subsequent run. The customer selected the sample randomly as an internal (B)(6) control as per the cervical screening guidelines in the (B)(6). Although requested, the initial runs for the alleged sample in which the sample tested (B)(6) were not available for CT comparison. As the 'internal (B)(6) control', used during the customer's runs are selected at random, the customer has admitted that it is possible that the incorrect sample was selected for this subsequent run. The customer uses a manual sample ordering system; they do not give these particular sample a unique identifiers therefore there is no way of checking if the correct sample was used as the 'internal (B)(6) control'. It is not recommended to use previously tested patient samples as 'internal (B)(6) controls' as result discrepancies may be generated if the sample (s) contain a concentration of virus near the limit of detection of the test; additionally, the cobas 4800 hpv test requires and has been validated to use the test's (B)(6) control. Retain testing of the complaint kit met specification. The sample in question is no longer available for investigative testing. There is no indication of a product non-conformance. (B)(4).